Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing unspecified symptoms that he/she believed to be related to the "novovirus", and receiving a reading of 150 mg/dl on the adc freestyle libre sensor scan. Customer "was brought with the rtw in clinic and arrived there in ICU" where his/her blood glucose was determined to be over 1000 mg/dl using the hospital meter. Customer was diagnosed with hyperglycemia and administered insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing unspecified symptoms that he/she believed to be related to the "novovirus", and receiving a reading of 150 mg/dl on the adc freestyle libre sensor scan. Customer "was brought with the rtw in clinic and arrived there in ICU" where his/her blood glucose was determined to be over 1000 mg/dl using the hospital meter. Customer was diagnosed with hyperglycemia and administered insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.